Event description:
Threaded inserter instrument broke off inside the keyed locking device extending the surgical procedure.

Manufacturer narrative:
Examination of the returned instrument confirmed the tip broke off. A depuy warsaw material research manager examined the fractured surface. The fractured surface shows a slight torsional fracture, however, the prevailing fracture mode is cantilever. A secondary crack is shown at the root of the thread indicating a bending action in cantilever. A search of the complaint database found no prior reports for this product number. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.